Event description:
The pump had an alarm. During the call the customer informed that they were in the hosp for high bgs. The customer indicated that they are already at home. Troubleshooting was performed. The pump passed the functional testing. Instructed the customer to change the set and the site.